Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and the helix was disengaged from helical channel. There was blood/body fluid (not obstructed) on the distal conductor, blood was in/on the helix mechanism sleeve head and the helix mechanism itself, and there was a tip seal observation.

Event description:
It was reported that during an implant attempt, the right ventricular lead had sensing difficulties. While the lead was being repositioned, the helix would not extend. The lead was not implanted, rather another lead was used. No patient complications have been reported as a result of this event.

Event description:
It was reported that during an implant attempt the right ventricular lead had sensing difficulties. While the lead was being extracted the helix had deployment problems and would not retract. Another lead was used. No patient complications have been reported as a result of this event.